Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "this time the pain has been horrid and I have not been able to walk without my walker unless I held on to walls furniture and everything. I could not put any weight to freestyle on my leg." Additional facebook comment received, "it was it even hurt to touch the skin and when I took a shower even warm water not hot but warm felt like my leg was on fire."